Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced ineffective stimulation due to an impedance issue and in turn, underwent surgical intervention on (B)(6) 2015. During the procedure, the physician reinforced the connections of the ipg to ensure they were secure. However, effective therapy was not established following the surgery as the impedance issue remained. As a result, additional surgical intervention will be taken at a later date to address the issue. Impedance issue after surgery is reported in MFR. Report # 1627487-2015-03219. Device information is unknown at the time.